Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized for high bg levels. Bg levels were reported to have exceeded 1200 mg/dl. Patient was rushed to the ER because of passing out. Patient also states his heart stopped 3 times and he had organ failure. Doctors cannot exactly identify how and why this happened. The first things provided upon arrival to the hospital was an ECMO machine. He was the put on kidney dialysis, a breathing tube, a different variety of medications including (4 painkillers and fentanyl), and an insulin drip. Once hospitalized and treated the patient stated that his bg level were controlled and stayed under 200 mg/dl.